Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain / chronic pain') in a 35-year-old female patient who had essure (batch no. C55830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's concurrent conditions included paratubal cyst. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmennorhea (cramping)"), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)\abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraine/headache"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced anaemia ("anemia"), hypersensitivity ("allergy: hypersensitivity") and bacterial infection ("bacteria infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, anaemia, hypersensitivity, migraine, fatigue, hormone level abnormal, nausea, bacterial infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs on (B)(6) 2015 other surgery was performed for essure removal and on (B)(6) 2015 salpingectomy (bilateral) was performed. Complications during removal surgery? Repeat/multiple surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: lot no. Was added. New events- bacteria infection, vaginal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain / chronic pain') in a 35-year-old female patient who had essure (batch no. C55830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's concurrent conditions included paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmennorhea (cramping)"), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)\abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraine/headache"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced anaemia ("anemia"), hypersensitivity ("allergy: hypersensitivity") and bacterial infection ("bacteria infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, anaemia, hypersensitivity, migraine, fatigue, hormone level abnormal, nausea, bacterial infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs on (B)(6) 2015 other surgery was performed for essure removal and on (B)(6) 2015 salpingectomy (bilateral) was performed. Complications during removal surgery? Repeat/multiple surgeries. Lot number: c55830 manufacture date:31-05-2014 expiration date:31-05-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder / urinary problems: bladder infection"), vaginal infection ("bladder / urinary problems: vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries / symptoms: migraine"), headache ("other injuries / symptoms: headaches"), fatigue ("other injuries / symptoms: fatigue") and nausea ("other injuries / symptoms: nausea") and was found to have hormone level abnormal ("other injuries / symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, anaemia, hypersensitivity, cystitis, vaginal infection, urinary tract infection, migraine, headache, fatigue, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: as per pfs on (B)(6) 2015 other surgery was performed for essure removal and on (B)(6) 2015 salpingectomy (bilateral) was performed. Complications during removal surgery? Repeat/multiple surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received - case becomes valid and incident. Event injury was removed. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, nickel - diag, bladder infection, vaginal infection, uti, migraine, headaches, fatigue, hormonal changes, nausea and she did not performed essure confirmation test were added. Essure explant date was added. Product indication was added. Patient¿s date of birth was added. New reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.